Manufacturer narrative:
Corrected data: h4 (the correct device manufacturer date has been provided.). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the foreign material on the lg-lens could not be identified. However, it¿s likely the cause is related to leakage occurring from the a-rubber. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the grip was discolored, the scope cover was shaved due to handling, the switch box was scratched due to handling, the paint around the scope cylinder was faded due to handling, the label on the scope connector was peeled, water-tightness was lost due to a pinhole on the bending section cover, insulation resistance value did not meet the standard due to a burn on the distal end cover, the objective lens was shaved which resulted in the image having a partially dark area, the play in the angulation knobs did not meet standard due to wear of the angle wire, the light guide lens was cracked due to handling, the adhesive on the bending section cover was detached, and the universal cord was scratched due to handling. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the air/water channel of the colonovideoscope was defective and a brush could not be passed through it. The device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was found on the light guide lens. There was no harm or user injury reported due to the event.